Event description:
The customer reported that she was receiving a no power alarm on her insulin pump and the pump was shutting off. Troubleshooting was performed, the battery was replaced and the customer did not receive a failed battery test. The customer's blood glucose was 428 mg/dl, which she treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.